Event description:
The customer reported that this unit had a shock equipment malfunction.

Manufacturer narrative:
The customer reported that this unit had a shock equipment malfunction. The unit was evaluated at philips, and the failure was confirmed. Replacement of the therapy pca resolved the reported issue.